Event description:
It was reported that the patient with this left ventricular (lv) lead had endocarditis. There were no additional adverse patient effects reported. The lv lead remains in service.

Manufacturer narrative:
This supplemental report was created to update the entry in d4: serial number.

Event description:
It was reported that the patient with this left ventricular (lv) lead had endocarditis. There were no additional adverse patient effects reported. The lv lead remains in service.